Event description:
The account alleged the hi/low will run down unintentionally. There were no reported injuries.

Manufacturer narrative:
No further info is available on the repair of the bed at this time.